Event description:
Hill-rom received a report from the account stating the head section would not lower when CPR lever was used. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the CPR valve plunger was worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the CPR valve to resolve the issue. Based on this information, no further action is required.